Event description:
Reporting status: death. Reporting rationale: death. Device issue: balloon rupture. It was reported a 3.0 x 28 mm vision stent was placed in the target vessel without pre-dilatation. The balloon of the vision was inflated up to the rated burst pressure (rbp) of 16 atm and the balloon ruptured on the distal end. The vision stent was placed correctly, but after removing the balloon, a dissection was noticed distal to the stent. Therefore, two 3.0 x 23 mm vision stents were placed in the distal area to treat the dissection. The result was without normal good blood flow and medication was administered; however, six hours after the procedure, the pt expired. The electrocardiography (ECG) was normal and there was no increase of troponin. No additional event or pt info is available.

Manufacturer narrative:
Result: a conclusive root cause could not be determined for the balloon rupture. The other two xience v stents are being reported under another manufacturer report number. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in and on the balloon, in the inflation lumen, in the guide wire lumen, on the hypotube, on the distal shaft, and in the hub. There was contrast in the balloon and in the inflation lumen. The balloon was loosely folded. There was a kink in the proximal shaft, 4 mm proximal to the guide wire exit notch. There was no other damage noted to the sds. A new indeflator, filled with water was used to pressurize the balloon when fluid came out of a longitudinal rupture. There was a longitudinal rupture above the distal marker on the balloon, 2 mm distal to the distal marker extending proximally for a length of 9 mm. There was a scratch on the balloon above the longitudinal rupture. Product performance engineering reviewed the incident info and analysis of the returned product. Functional testing with a new indeflator was able to confirm the reported balloon rupture, as fluid came out of a longitudinal rupture. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, pt's anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a manufacturing deficiency, all sds are 100% leak tested on line and a sampling of units are rupture tested prior to release. The pt anatomical info was not provided with the case info, which may have aided the eval; however, it was reported no pre-dilatation was performed. It should be noted in the vision instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter. In this case, it is likely that the balloon material was damaged (scratched) during interaction with other devices and/or pt's anatomy during advancement to the lesion, resulting in the balloon rupture at 16 atm. Analysis noted a kink in the proximal shaft. Since, this damage was not reported in the incident info, the kink may have occurred during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture. The pt effects of dissection, ischemia, and death are listed in the vision's IFU as known potential adverse events associated with coronary stenting procedures. Additionally, these pt effects are addressed in risk assessment, as no-fault, post-procedure complications and not necessarily an indication of a product quality deficiency. Additionally, there was no report of any product malfunction identified during the procedure that could have contributed to the reported pt effects. A review of the finished device lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot and all on-line inspections and testing met manufacturing criteria. Also, a query of the complaint-handling database did not reveal any similar incidents reported for balloon rupture, dissection, death, ischemia, or use error for this lot, suggesting that there are no lot specific product quality deficiencies. In this case, the reported balloon rupture appears to be related to the operational context of the procedure. Although this is no indication of a product quality deficiency, a definitive cause for the reported pt effects and the relationship to the product, if any, cannot be determined. There does not appear to be any indications of a product quality deficiency. Product performance engineering will monitor the incident circumstances. This MDR is considered closed by the product performance group.